Event description:
The silicone tip started melting 45 minutes into the case. The piece of silicone that was separating from the tip was pulled off and the surgeon completed the case. No patient information was provided.

Manufacturer narrative:
One tls2 14c was returned, decontaminated and investigated. A visual inspection of the returned tls2 14c was performed and no cosmetic issues were apparent. The hot jaw boot was broken at the tip, confirming the complaint. Additionally, it was observed that the cold jaw boot was severely burned. During the post cleaning inspection, it was noticed that the distal cut of the boot tear is consistent with the jaws coming in contact with a sharp object and overheating. Additionally, if the boot was already damaged (cut), extensive overheating could have aggravated the cut. The condition of the boots showed that the boots were severely overheated to the point that the hot jaw boot cracked and the cold jaw boot was pulverized and crumbled apart.